Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that undefined alarms occurred. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to trouble shoot the issue, however, no response was received. The was no reported adverse impact.